Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched case, scratched keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she went to the hospital on (B)(6) 2016 due to pneumonia. The customer experienced the beginning of the diabetic ketoacidosis. The high pressure test passed. Customer's blood glucose level was 401 mg/dl. They could not get her blood glucose level to come down. The customer was not wearing the insulin pump at the time of hospitalization. The customer took the insulin pump off on monday since her infusion set came out and it was dropped. The customer was advised that the device would be replaced and agreed to return the product for analysis.